Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was feeling extremely dehydrated. The bg was 467 mg/dl and the patient could not recall what the cgm was displaying. The patient called ambulance and could not remember what he was treated with. He was taken to the emergency room and stayed overnight (hours spent at the ER was unknown). At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.